Event description:
This lead was capped and replaced because there was total loss of capture. There were no adverse events reported for the pt. Should additional info be received, this file will be updated.